Event description:
It was reported that the right ventricular (rv) lead was exhibiting varied pacing impedance levels. The lead integrity alert (lia) was triggered as a result of this event. The lia was reset; however, no reprogramming or intervention was needed as a result of the event. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and that the criteria for the right ventricular lead integrity alert (lia) were met. The impedance trend on the rv pacing lead was variable and erratic. There were two non-sustained episodes with ventricular cycle length <(><<)> 220 ms on (B)(6) 2013 and (B)(6) 2014, possibly related to double counting of qrs complexes. Rv pacing impedance varied between 400-500 ohms some weeks and 800-1000 ohms other weeks. A lead failure predictor triggered on (B)(6) 2014 for ventricular tachycardia (vt), non-sustained tachycardia and abnormal impedance.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).